Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2011, a (B)(6) y/o, male patient with a bmi of 32, underwent implantation of a insert tibia logic ps sz4 9mm, serial # (B)(4). On (B)(6) 2019, approximately 86 months post implant, the patient underwent revision due to aseptic loosening.

Manufacturer narrative:
After further review of additional information received the following sections d4, g3, g4, g5, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2019-00375.